Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 80 days after the dental implant was installed in the pt's mouth it was verified its non osseointegration. A 40 - 50 ncm of primary stability was achieved and immediate load was not performed. Pt had bone type ii.